Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness and seizure.

Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2023, the patient experienced signal loss for over an hour. The patient experienced loss of consciousness and convulsion. As per documentation, there was no treatment provided to the patient and the wife helped him to rest on the couch. At the time of the report the patient was feeling good. There was no bg (blood glucose) nor cgm (continuous glucose monitor) values reported during the entire event. There was no medical intervention documented. Data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Perform voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share log was performed and signal loss was not found. The allegation was confirmed. The probable cause was a defective transmitter. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).